Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the eyepiece funnel is missing. A root cause could not be identified. Based on the investigation results, the most probable cause of the complaint was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a missing eyepiece. The issue was found during reprocessing of the device. There was no patient involvement.